Manufacturer narrative:
Correction: upon further review , in the report, it was unclear which patient had cystoid macular edema (cmo) and the corresponding serial number of the lens among the three lenses. In the absence of follow-up clarification and further review, cmo was attributed only to first reported serial number (B)(6) listed in complaint intake form. The following fields were updated accordingly health effect - clinical code 1822 no longer apply and is being updated by 4582. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that customer observed lint in the intraocular space of three patient's eyes following implantation of three preloaded monofocal intraocular lenses (iols) with serial numbers (sn: (B)(6). Lint was observed both intraoperatively and postoperatively. The source of the lint was unknown. Reportedly, one of the three patients experienced cystoid macular edema (cmo); however, it was unclear which patient had cmo. This report is 3 of 3. In the absence of information, the reported cmo has been captured under lens serial number: (B)(6). No other information was provided.